Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 240 mg/dl and insulin injections were administered to address the bg level. The customer had changed the infusion set. As the infusion set had been changed prior to contacting tandem technical support. A system check to determine a possible cause of the occlusion was unable to be performed.